Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient came into emergency department (ed) complaining of leaking fluid, yellow crusting and erythema was noted around the site for seven days. The patient stated that he was seen by an outside nurse practitioner (np) and started on antibiotic medication a few days prior. Furthermore, the site has continued to worsen, and patient was then told to come into the ed. Additional information received indicates that an infection was confirmed by the physician and the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.